Event description:
It was reported that the atrial lead had low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2004-(B)(6). (B)(4).